Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranged between 200-600 mg/dl. Reportedly, the cause was unknown, however it was reported customer noticed during the fill tubing step the insulin was cloudy. Customer addressed bg level by administering a manual injection. Reportedly, the customer loaded a new cartridge to resolve issue.